Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.

Event description:
New information received stated that the date of patient's death was (B)(6) 2018. The patient was last seen in clinic on (B)(6) 2018. It was noted that at that time the patient was having issues with chronic systolic heart failure secondary to ischemic cardiomyopathy and chronic kidney disease sate 3. Patient was discharged to hospice care facility and ICD therapies where turned off. Patient deceased in hospice care and there was no mention of death being device related. Since patient was not seen again by the clinic the final cause of death was not documented in patient's chart.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Bench testing found the device to be normal.